Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0tryy, implanted: (B)(6) 2015, product type: lead.

Event description:
On (B)(6) 2017 mpxr (B)(4)(hcp, rep): pain at pocket site and uncomfortable while laying on it . The device was turned off and determined pain was not related to stimulation but rather the physical placement of the device. Physician surgically moved existing neurostimulator to left side and tunneled existing lead from right to left. The issue was resolved at the time of this report. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.